Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that for the past 24 hours her blood glucose (bg) levels have been high over 600mg/dl and resolved by today morning at 127mg/dl then again at lunch today it was 300mg/dl. The patient changed the infusion set and bg was 280mg/dl, then 107mg/dl but after eating crackers and small amount of food the bg went to 345mg/dl and then took boluses. The patient stated that her healthcare professional (hcp) has been working with her and requested she called animas customer support to troubleshoot. The patient confirmed with customer support (cs) that the settings were correct. Cs instructed the patient to remove infusion set and change to a different area that she does not believe has scar tissue. The patient was using old expired infusion set and recommend only using infusion sets with current date. The patient reports that she is working with her hcp and will follow-up with him since pump is delivering as intended and site was in tissue but may not be absorbing. Cannot see scar tissue and asked the patient to see hcp to see if this could be contributing. There was no indication of a pump malfunction. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. It was unknown if the pump was a contributing factor to the reported bg event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: original complaint date (B)(4) 2013 and all histories and black box data for event have been overwritten. There are no errors or alarms related with the complaint in the available black box or alarm history. The total daily doses add up appropriately. The pump was exercised for 24 hour duration test on a 1.0 u/hr basal rate; no eaw¿s occurred during testing. A 10 u normal bolus and a 10 u audio bolus were performed successfully and both were accurately recorded in the pump history. The pump passed a (B)(4) flow accuracy test. A faded pinkish contrast was observed on the display screen. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten.